Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10h31055 with no defects noted. The root cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a report by a consumer in the USA of peritonitis in an approximately (B)(6) patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unknown date, the patient developed peritonitis. Treatment, outcome, and action taken were unreported. It was unreported if dianeal therapies were ongoing. Medical history and concomitant medications were unreported. An opinion of causality was not reported.